Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2015) is considered to be a best estimate. This emdr represents the 3dmax (device #2). An additional supplemental emdr was submitted to represent the 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: on (B)(6) 2015 ¿ patient was diagnosed with incarcerated right inguinal hernia thereby underwent laparoscopic repair with implant of two 3dmax mesh (device #1 and #2). Per operative notes, ¿hernia sac was dissected completely and hernia was repaired with two 3dmax mesh. The first 3dmax mesh (device #1) was inserted with cord slit and other 3dmax mesh (device #2) was placed over the first mesh (device #1) as buttress repair with sutures.¿ on (B)(6) 2018¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device #3). Per operative notes, ¿the mass was identified at the pubic tubercle and noted to be closely adherent to the oval mesh (device #1 and #2). The mass was excised. Recurrent indirect inguinal hernia was identified and placed with perfix plug (device #3) and secured with sutures.¿